Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. The event of "pulmonary infection," deemed not related to the device is considered an unexpected adverse drug experience.

Event description:
A healthcare professional reported a clinical patient was injected in the chin with juvéderm® volux¿. Approximately three months later, patient experienced coughing and sore throat. Patient coughed for more than 20 days with yellow sputum (5-6 mouthful per day). Patient was treated with levofloxacin hydrochloride intravenously (to treat pulmonary infection) for four days and montelukast sodium tablets orally (to treat pre-existing condition of allergic rhinitis) for seven days. A chest x-ray performed and noted bronchitis. CT performed approximately six weeks later and noted "multiple ground-glass opacities in both lungs, some solid components and possible infection." The events resolved a week after CT scan performed. 11 days later, patient experienced a non-serious and none-device related event of pruritus vulvae. Event resolved a week later. Four months later, patient then experienced non-serious and none device related event of acne and resolved three weeks later.

Manufacturer narrative:
Correction: initial aware date [parent] should be on (B)(6) 2022. It was inadvertently sent as on (B)(6) 2022. Additional, changed, and/or corrected data. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
A healthcare professional reported a clinical patient was injected in the chin with juvéderm® volux¿. Approximately three months later, patient experienced coughing and sore throat. Patient coughed for more than 20 days with yellow sputum (5-6 mouthful per day). Patient was treated with levofloxacin hydrochloride intravenously (to treat pulmonary infection) for four days and montelukast sodium tablets orally (to treat pre-existing condition of allergic rhinitis) for seven days. A chest x-ray performed and noted bronchitis. CT performed approximately six weeks later and noted "multiple ground-glass opacities in both lungs, some solid components and possible infection." The events resolved a week after CT scan performed. 11 days later, patient experienced a non-serious and none-device related event of pruritus vulvae. Event resolved a week later. Four months later, patient then experienced non-serious and none device related event of acne and resolved three weeks later.